Manufacturer narrative:
The product was not returned for evaluation per the rep. Logs were requested but unable to be retrieved. The device history record review was completed and all inspections passed with no non-comformances.

Event description:
It was reported that the hem1 channel 2 sto2 value dropped 15 to 20 points after starting a new patient in hemosphere. They started the case with foresight only and the initial sto2 values for both left and right brain were in the mid 70s. The attending anesthesiologist decided to connect the swan ganz. They turned the hemosphere off and started a new patient. Once the hemosphere came up again the left sto2 channel 1 values were the same 72 to 74 but the right sto2 channel 2 dropped 15 to 20 points. The difference remained the entire case. This was during use. There is no patient injury. There will be no product return per the rep. Patient demographics were requested but unavailable.